Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the sensor. She was given a box of expired sensors. The insulin pump kept alarming lost sensor. The insulin pump also alarmed sensor error and weak signal. Customer's blood glucose level was 48 mg/dl. She treated her low blood glucose level with food. The insulin pump was not communicating with the transmitter. The sensor cannula was not inserted into her skin. The device was no returned.